Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic with episodes of non-sustained rv oversensing. Myopotential oversensing was observed on egms. Oversensing was reproducible in clinic. Programming changes were made. Patient will continue to be monitored.